Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2003 and mesh was used. The patient developed an infection on an unknown date and about 2-3 months later the mesh had to be removed on (B)(6) 2011 because of the infection. After the surgery, the patient was admitted to the hospital and was given antibiotics and had to follow up with the physician due to pain.

Manufacturer narrative:
(B)(4). Device (B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.